Event description:
As reported by the field, prior to the procedure, there was a discrepancy between the outer box label and the content. The label on the outer box of an emboguard balloon catheter 87, 95 cm (bg8795u, 9097646) indicated 85cm but the device size was 95 cm. There was no patient injury as the device was not clinically used.

Manufacturer narrative:
Product complaint (B)(4). The carton box of the emboguard device is visible in the provided photographs. Review of the photographs showed evidence of the working length of the carton label printing was 85cm, which was different from the product code number bg8795u of the working length of 95cm. The returned box was covered with shrink wrap films and the tamper seal was unopened, so it was not possible to confirm the working length of the pouch label printing and the working length of the emboguard device from the photos provided. From the photographs provided, it was confirmed that the printing of the working length of the carton box label with the product code number bg8795u in the unopened state was 85cm instead of 95cm and confirmed the complaint event. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. There were no capas, non-conformances or deviations associated with this build. Therefore, the product met all product release specifications. Conclusion: review of the photographs provided revealed a discrepancy in product code number ¿bg8795u¿ where the working length should be 95 cm, while the carton label was printed with the working length of 85 cm. From the photographs, it is possible that the product was shipped with an incorrect print of the working length on the carton box label. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, prior to the procedure, there was a discrepancy between the outer box label and the content. The label on the outer box of an emboguard balloon catheter 87, 95 cm (bg8795u, 9097646) indicated 85cm but the device size was 95 cm. There was no patient injury as the device was not clinically used. All DHR records are complete, and a certificate of conformance is present, demonstrating compliance with the quality system release criteria. There were no deviations associated with this build. Lot# 9097646 is associated with a CAPA, CAPA-013737: the units within lot# 9097646, had the incorrect label description and supplier non-conformance, (B)(4), the units within lot# 9097646, had the incorrect label description. The label referenced the length of 85cm, where the product code and the product itself was 95cm. Lot# 9097646 has been risk assessed risk assessed and concluded to have no product quality or patient safety impact. The initial examination of the unit carton on the returned emboguard product identified that both the tamper seal and label seal were intact and there was no damage to the unit carton. The complaint report detailed that ¿there was a discrepancy between the outer box label and content, so the emboguard was not used¿. The labels on the returned device showed that the working length indicated the device was a 85cm unit, whereas the product code indicated it is a 95cm device. The pouch labels and seals were present and intact, with the correct information displayed. While the complaint event was confirmed the root cause was not determined. The complaint appears to be a result of a label misprint, as a result a non-conformance (nc) has been opened to investigate the incident with the external manufacturer. A corrective and preventive actions (CAPA) has also been raised to investigate the issue internally. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.